Event description:
A portion of the deployment mechanism (string) was discovered at surgical incision during completion of transjugular intrahepatic portosystemic shunt (tips) procedure. The portion had broken off the device.